Event description:
It was reported that the insulin pump did not deliver insulin initially. The blood glucose reading was 183 mg/dl. The customer stated that he had gone to bolus, but he noticed about an hour and a half later that nothing had been dispensed at all. He started that once he noticed, it took him 2 tries before the act button worked and delivered the bolus successfully. No significant events leading to the keypad issues were observed. The customer declined troubleshooting for high blood glucose. Upon troubleshooting, it was determined that the keypad was working fine. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.